Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced pulling feeling, pain, weight loss, urethral meatus atrophy, palpable sling, lower abdomen pressure, urinary tract infection, increased urination at night (nocturia), dysuria, hypertension, shortness of breath, chest pain, yeast, and required non-surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced weight fluctuations, redness, yeast (fungal) infection, foreign body in patient, dizziness, leukocytes and white blood cells in urine, and frequency.